Event description:
The needle broke in half during a laparoscopic procedure. One half was taken out and the other half was stuck in tissue. This is a very small suture needle. The physician does not anticipate any long term complications.